Event description:
When doctor attempted to use, a failure message popped up on screen: " image processor failed to start image acquisition. Please stop x-ray actuation." Mini c powered down x2, attempted to use again x2. Converted to use of large c arm machine.